Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a system error during boot up. The caller was advised to power cycle the programmer. The programmer is not expected to be returned at this time. There was no patient involvement.